Event description:
The customer reported the screen becomes noised during maintenance involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
E1- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.